Event description:
It was reported, that a patient presented to clinic with phrenic nerve stimulation when bending over and right ventricular pacing. The physician elected to explant and replace the right ventricular (rv) lead. The patient condition was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. Visual inspection of the lead found the helix to be bent, consistent with procedure damage. The bent helix was clogged with blood. X-ray examination found the helix to be bent found at the helix region and the inner coil to be over torqued at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.